Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during a lap chole, when trying to remove device from trocar, it was stuck. Could not remove from trocar. Device was removed with trocar sleeve. A new trocar and clip applier were used to complete the procedure. There was no patient consequence.